Event description:
Additional information received reported the reason for the high impedance measurements was the wrong lead configurations were used. The patient was receiving effective therapy at the time of this report.

Event description:
It was reported the patient was not receiving effective therapy and they had less than 50 percent therapy relief. The patient did not feel paresthesia a couple days after implant. High impedances of greater than 10,000 ohms were measured on all contacts. Low and ¿???¿ impedances were measured. A lead and extension issue was reported and the manufacturing representative thought the right electrode had been a problem since implant. A revision was done to test the lead. The patient was able to feel good paresthesia intraoperatively at 0.5v with the lead and again when the extension was connected. No paresthesia was felt after the implantable neurostimulator (ins) was connected. No paresthesia was felt even at higher stimulation levels. The healthcare professional (hcp) decided to replace the ins because there was some fluid coming out of the ins connector. Replacing the ins did not help. X-rays did not reveal in problems. Reprogramming was done and hospitalization was required. A new revision to change the extension was planned in 4-6 weeks. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3777. Lot# serial# unknown, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID: neu_unknown_ext, lot# serial# unknown, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: extension. Product ID: neu_ins_stimulator, lot# serial# unknown, product type: implantable neurostimulator. (B)(4).

Event description:
Additional information received reported the revision was scheduled for (B)(6) 2015.

Manufacturer narrative:
(B)(4).